Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a male patient who used super poligrip original denture adhesive cream. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 2001, the patient used super poligrip original denture adhesive cream. At an unknown time after using super poligrip original denture adhesive cream, the patient experienced nerve injury. Treatment with super poligrip original denture adhesive cream was discontinued. At the time of reporting, the event was unresolved. According to the legal complaint, the patient "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the patient's "injuries and damages are permanent and will continue into the future." Medical records received 30 april 2012: on (B)(6) 2002, the patient was seen by a neurologist with complaint of a three-year history of toe numbness of the dorsal and plantar surfaces. This was sometimes accompanied by pain, but was not yet disabling to the patient. On (B)(6) 2005, the patient reported foot numbness and recently seeing a neurologist. He stated blood work was normal and there were no treatment recommendations. It was noted that the patient was likely to have a sensory peripheral neuropathy. At follow up on (B)(6) 2007, the patient reported continuing right leg pain with bilateral pins and needles. It was noted that this was due to l3-l5 spinal disease. On (B)(6) 2008, nerve conduction studies were compatible with a moderately severe mostly axonal length dependent peripheral neuropathy. On (B)(6) 2010, the patient underwent facet block. At follow up on (B)(6) 2011, the patient continued to have pain and pins-and-needles numbness and tingling in the calves and feet that was exacerbated with walking and sanding. This case was now considered medically serious by gsk.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00050. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).